Manufacturer narrative:
The reagent information was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable albumin, total bilirubin, potassium (k), triglycerides, and creatinine results for 6 patient samples on a cobas c 503 analytical unit. On (B)(6) 2025, sample 1 had an initial total bilirubin result of 0.424 umol/l and a repeat result of 30.4 umol/l on analyzer serial number (B)(6). On (B)(6) 2025, sample 2 had an initial albumin result of 17.6 g/l and a repeat result of 26.9 g/l on analyzer serial number (B)(6). On (B)(6) 2025, sample 3 had an initial k result of 7.76 mmol/l and a repeat result of 4.8 mmol/l on analyzer serial number (B)(6). On (B)(6) 2025, sample 4 had an initial total bilirubin result of 29.7 umol/l and a repeat result of 6.93 umol/l on analyzer serial number (B)(6). On (B)(6) 2025, sample 5 had an initial triglycerides result of 0.199 mmol/l and a repeat result of 2.39 mmol/l on analyzer serial number (B)(6). On (B)(6) 2025, sample 6 had an initial creatinine result of 6.91 umol/l and a repeat result of 46 umol/l on analyzer serial number (B)(6).

Manufacturer narrative:
The alarm trace showed multiple abnormal sample aspiration alarms. The calibration and qc recovery data provided were within specification. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer replaced parts and performed adjustments. The root cause of the event was consistent with pre-analytical sample handling and cell rinse function. The customer has not reported further issues.